Manufacturer narrative:
Failure analysis (fa) received a vela power supply assembly. The vela power supply assembly was installed on known good unit and powered in operating mode for testing. The reported problem of "motor fault' was able to be duplicated. The mosfet has failed and is not outputting 48 volts for the motor. The power supply assembly was scrapped.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). Motor fault and the turbine driver led does not light up. The device was not on patient.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the root cause of the reported event was a faulty power supply. The carefusion field service representative completed the repair of the device by replacing the power supply and running the device through a complete checkout per the operator's and service manuals. Upon completion, the device was returned to the customer ready to be placed back into service. The alleged faulty power supply was received by carefusion on 01/15/2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.